Manufacturer narrative:
Additional information received from the patient's device following clinic indicated the patient has had some episodes of ventricular tachycardia with a rate of 145 bpm. The episodes have not lasted longer than one minute and no therapies were delivered. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. No additional adverse patient effects have been reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.